Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer was failed. A field service engineer (fse) guided the user to perform a recovery but failed and suspected a medication jam. Customer later confirmed that the issue was resolved as the pharmacy was able to recover the pocket and clear the hardware failure. The system functioned as intended after the field service engineer assisted with the issues of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2.1 failed and required maintenance. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.